Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported when the dr opened the size 5 of cement plug, he tried to insert. He did not use because it was narrower than the right size.